Manufacturer narrative:
Continuation of d10: product ID hh9020tdd; serial# (B)(6). Product type: product ID tm90t0; serial# (B)(6). Product type: accessory product ID: a820; serial# unknown. Product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient representative (rep) regarding a patient receiving intrathecal dilaudid (hydromorphone) via an implantable pump for non-malignant pain. The patient reported that the communicator did not hold a charge. The patient rep reported it would only last from 30 min to an hour. The patient rep stated now they had leave the communicator plugged in all the time. The patient rep also mentioned that they would get a message showing no network connection and they would need to close out of the app. Patient mentioned it would get stuck at 90% as well. The patient rep inquired about steps to take in a potential overdose situation. The patient rep confirmed they did not think patient was just wanted to know the steps. Agent redirected to managing healthcare provider (hcp). Agent sent a request to repair to replace the communicator. The patient rep called back in and stated that they had received the replace communicator and wanted to pair it with the device. Agent walked patient rep through accessing myptm and caller was able to see the therapy screen.